Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case was damaged. A review of the event history log identified invalid syringe size in history. During functional invalid syringe size was found during the flow test. The size was out of calibration, recalibrated the size and that cleared up the problem. The out of calibration condition of the size pot is likely due to normal wear / drift given the pump is almost 3 years old. The root cause of the issue was related to maintenance of the pump. Replaced size pot as a preventative measure.

Event description:
It was reported that the pump did not detect the syringe size. No patient injury was reported.